Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) passed in the secondary vector during pre-implant screening however at implant no vector was passing. There was some oversensing of t-waves and under-sensing observed. The system was repositioned, but this did not resolve the issue. Manual setup was performed instead of automatic and defibrillation threshold (dft) testing was successful. Additional information received indicates that three months post implant, this s-ICD over-sensed noise resulting in an inappropriate shock. Boston scientific technical services (ts) reviewed the device data and noted high amplitude noise in combination with baseline shifts and temporary loss of cardiac signal. This can either be caused by incomplete lead insertion or other impairment of the lead contact in the header. Ts recommended obtaining a high-resolution x-ray of the whole system and device-electrode connection, postural isometrics and pocket manipulations and reprogramming to the secondary sensing vector. The device was reprogrammed to the secondary sensing vector and the physician continued with normal monitoring. Recently, this patient received an additional inappropriate shock due to over-sensed noise in the secondary sensing vector. The patient noted feeling clammy and was subsequently hospitalized, where the s-ICD device therapy was programmed off to prevent further inappropriate therapies. Ts was contacted again, where it was discussed that this type of event was indicative of a potential lead fracture. Thorough recommendations to evaluate the system integrity were provided, such a provocative maneuvers, isometrics, and diagnostic imaging. The physician elected to surgically explant and replace the system to resolve the event, and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) passed in the secondary vector during pre-implant screening however at implant no vector was passing. There was some oversensing of t-waves and under-sensing observed. The system was repositioned, but this did not resolve the issue. Manual setup was performed instead of automatic and defibrillation threshold (dft) testing was successful. Additional information received indicates that three months post implant, this s-ICD over-sensed noise resulting in an inappropriate shock. Boston scientific technical services (ts) reviewed the device data and noted high amplitude noise in combination with baseline shifts and temporary loss of cardiac signal. This can either be caused by incomplete lead insertion or other impairment of the lead contact in the header. Ts recommended obtaining a high-resolution x-ray of the whole system and device-electrode connection, postural isometrics and pocket manipulations and reprogramming to the secondary sensing vector. The device was reprogrammed to the secondary sensing vector and the physician continued with normal monitoring. Recently, this patient received an additional inappropriate shock due to over-sensed noise in the secondary sensing vector. The patient noted feeling clammy and was subsequently hospitalized, where the s-ICD device therapy was programmed off to prevent further inappropriate therapies. Ts was contacted again, where it was discussed that this type of event was indicative of a potential lead fracture. Thorough recommendations to evaluate the system integrity were provided, such a provocative maneuvers, isometrics, and diagnostic imaging. The physician elected to surgically explant and replace the system to resolve the event, and no additional adverse patient effects were reported. The explanted s-ICD system was received for analysis.